Event description:
Revision surgery - the humeral stem was loose, which caused wear and tear on the bearing. The surgeon also grafted bone to put in for support because there was a weak bone. The ulner stem in was left in, but the surgeon replaced the bearing with a bearing revision kit, (B)(4).

Manufacturer narrative:
The reason for this revision surgery was the patient's humeral stem was loose and there was wear on the bearing. The surgeon also grafted bone to put in for support because there was a weak bone, and left the ulner stem in, but replaced the bearing with a bearing revision kit. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number was not provided or determined during the complaint evaluation. A search of the device investigation produced no anomalies or evidence of a product issue. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. Zimmer-biomet was contacted for additional information through an invoice search and reported they have no additional information to report for this evaluation. This complaint will be closed with the lot unknown pending receipt of additional information. Should additional information become available concerning this complaint, the complaint will be re-opened and a further review shall be conducted. No further action is deemed necessary at this time. This complaint is deemed to be non-product related. The complaint states the patient's humeral stem was loose which caused wear and tear to elbow bearing. The doctor also grafted bone to put in for support because there was a weak bone. No other conditions relating to this event could be determined with confidence. The surgeon reported no issues associated with the explanted product. The complaint investigation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.